Event description:
A monopolar electro-surgical cable was in use during an operative hysteroscopy case. When power was applied, the cable began to burn near the end that plugs into the generator. The cable was changed and the case was completed. No injuries were reported.